Event description:
Rn reports pump alarming "air". Tubing removed from pump and attempted to withdraw air and would not pull fluid from bottle. No clamps on tubing. Removed tubing completely from patient and primed new tubing. No further issues.